Manufacturer narrative:
The reported event of difficulty removing the ventricular lead from the connector was confirmed. Final analysis found that blood accumulation in the v connector port zones created a bonding effect with the lead surfaces that made removal difficult, as the setscrew had already been removed, and the blood was likely not cleaned from the proximal end of the lead before insertion at implant. This was attributed to use error.

Event description:
It was reported that the patient presented for a scheduled device exchange procedure. During the procedure, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead could not be removed from the header of the pacemaker. The ra lead was removed after several attempts; however, the rv lead could not be removed, and the header was crushed to facilitate its removal. The leads continue to be used. The pacemaker was explanted and replaced on (B)(6) 2025. There were no patient consequences.